Event description:
It was reported that the device voltage fell "rapidly" due to "many shocks" delivered for true ventricular tachycardia and the device will reach elective replacement "soon." Follow-up revealed that the shocks were inappropriate and that there was not an allegation of early battery depletion. The device remains in use and no further patient complications have been reported as a result of this event.

Event description:
It was reported that the device voltage fell "rapidly" due to "many shocks" delivered for true ventricular tachycardia and the device will reach elective replacement "soon." Follow-up revealed that the shocks were inappropriate and that there was not an allegation of early battery depletion. The device remains in use and no further patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.